Event description:
On (B)(6), 2012 at (B)(6) it was reported that the arterial sensor head on the bmu-40 serial number(sn):(B)(4) was defective and failed multiple times on startup. (B)(4).

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. The arterial probe and battery kit were replaced. Maintenance performed per the service protocol. (B)(4).